Event description:
It was reported that the patient's pain device "got" turned off. It was noted that the patient had a reoccurrence of stomach problems (bloating). It was unknown if the patient's gastrointestinal device was turned off as well. It was noted that the patient would need a physician to check her device. Additional information was requested, but was not available at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 7434a, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# l60413, implanted: (B)(6) 1999. Product type: lead. (B)(4).